Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. Cause is unknown/device. See MFR. Rep#2023826-2022-02034 for replacement lens.

Manufacturer narrative:
Work order search: one additional similar complaint within associated lots was found. Claim# (B)(4).